Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) called in to report that the patient had a cassette that was leaking fluid. The exact date of event was not provided and unknown. The pdrn stated fluid did not get in the cycler and the patient was able to continue pd therapy. Additional information was requested and was not received to date.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's clinic registered nurse (rn) called in to report that the patient had a cassette that was leaking fluid. The exact date of event was not provided and unknown. The pdrn stated fluid did not get in the cycler and the patient was able to continue pd therapy. Additional information was requested and was not received to date.